Event description:
The hcp reported that a motor stall and recovery were first noted to have occurred in 2006 following an MRI. A second motor stall occurred 2 days later which also recovered 10 days later following interrogation of the pump. The patient was experiencing return to baseline pain. The patient was to receive dilaudid 1 mg/ml at a dose of 0.052 mg/day via the pump. The patient was described as "frail" and was being supplemented with oral dilaudid. The patient experienced nausea immediately after the pump was restarted and set to minimum rate, however, the patient "frequently has nausea." Twelve hours later, the patient was noted to be somnolent and difficult to arouse. A dose of narcan was administered and the patient improved. The pump remains at minimum rate and the hcp is considering a rotor study.